Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that  the catheter was charred and leaking. While the catheter was in the patient, the catheter tip charred causing a leak of saline in very small amounts. After the catheter was removed from the patient the site performed a leak test with "a lot" of pressure, and they saw a tiny amount of saline drip out of the catheter. This issue was discovered after the catheter was removed from the patient. Post-mr imagining showed that ablation was successful, there was no collection of saline, and there was no harm done to the patient. The health care professional voiced these statements to the staff in the manufacturer representative. There was no delay to the case. Troubleshooting was performed and the catheter performed the case successfully despite the charring. Since there was no harm done to the patient and the surgeon was content with the outcome of the case, a replacement catheter will not be shipped.

Manufacturer narrative:
The catheter was returned to the manufacture for analysis. The tip of the returned fiber was burnt as reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.